Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 5.

Event description:
Reference number (B)(4). The event occured in brazil. It was reported that patient faced five infusion set leakage event on (B)(6) 2025. The leakage was in the cannula. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 3003442380-2025-11409. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6005789 in question was manufactured at the reynosa site. The reference samples for the lot 6005789 have already been previously tested for visual inspection and tested for flow in the complaint (B)(4) on 14/may/2025. All test results were found within specifications as per the test report (B)(4). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10/10 samples passed the test. Functional air flow test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Functional air leak test according to wi version 2.0 on reference samples, 10/10 samples passed the test. Device history record (DHR) review: the lot 6005789 was manufactured according to the wi version 44 and packaging in the multivac m07, on 02/mar/2024, with a total of (B)(4) units. Assembling of flex set cannula: the lot 4b02462 was manufactured according to the wi version 37 assembled in the line 2, on 29/feb/2024, with a total of (B)(4) units. The lot 4b02463 was manufactured according to the wi version 37 assembled in the line 2, on 02/mar/2024, with a total of (B)(4) units. The lot 3j03380 was manufactured according to the wi version 35 assembled in the line 2, on 09/oct/2023, with a total of (B)(4) units. Gluing of tubing: the lots 4b02476 was glued according to the wi version 22, line/machine 7 on 28/feb/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 03/jul/2025 against malfunction code leakage (customer states infusion set leaks) (source/cause cannot be identified, only use when a specific malfunction cannot be determined) and lot 6005789 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: on the investigation on reference samples, no issue were found related to leak, harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no more complaint was received on the lot in question and malfunction, no further action are required, therefore, this issue will be monitored through the post market surveillance activities.